Event description:
A dreamstation 2 advance auto CPAP device was returned to manufacturer's product investigation laboratory (pil) for investigation with complaint of the light was flashing on the screen, error message popped up with power supply issue and smells like burning in the machine during usage. The device was applied power and verified airflow. During the investigation, the manufacturer observed iso (international organization for standardization) port had white dust-like contamination in it, iso (international organization for standardization) port deformed from possible thermal event heater plate had dust-like contamination, inlet/outlet seal had white dust-like contamination on it, possible thermal event across the back of the pca (printed circuit assembly) at q4, potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca, potential corrosion on both sides of pca (printed circuit assembly) indicate possible water was on the pca, dust-like contamination on the blower motor, dust-like contamination at the air inlet of the blower box, dust-like contamination in the blower box, dust-like contamination in the bottom enclosure, dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Pil was able to confirm the complaint of the light was flashing on the screen, error message popped up with power supply issue and smells like burning possibly due to the thermal event at q4.